Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that IV tubing separated from "blue connector." The event occurred on unit 9t. There was no report of patient harm.